Manufacturer narrative:
Device 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 3 out of 10 wafers became gooey and obstructed her urine flow. She was uncertain if it was the wafer or mucous development, so she removed the pouch and watched the urine flow. She felt it was clear and without large amounts of mucous production. The end user also used leaking seal. Her normal wear time was between five and eight days. The thick globular development occurred within 48 hours. Reportedly, until this particular box she never had this "glob development" issue. She was recommended by a company representative to change the product twice a week and to try the pre-cut convex wafer without an leaking seal to see if she can maintain good wear time without that product and good fluid intake was reviewed. No photo is available at this time.